Event description:
Hcp reported the pt having withdrawal symptoms beginning in 2002. These included pain, nauseas, vomiting, shakiness, sweating and the feeling of "things crawling up and down their legs." Refills have gone well-no volume discrepancies. The doctor believes this "may be psychological." Following each refill, the pt feels "fine" and things go back to normal.